Event description:
Tube placement questioned when checked by nurse. Upon further examination, noticed tube had begun to come out. Nurse removed tube from pt with no resistance and upon removal noticed that the tungsten-weighted tip was broken off. The tube was discolored at the end, and the weighted tip was broken off. The pt was x-rayed and the tip was in the stomach.